Event description:
It was reported that pre-op the cuff could not be inflated, 5ml air / 20 ml syringe was used to inflate the cuff. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the device, packaging tray, and an open pouch were returned in a large plastic sleeve. The pouch was open from 2 of 4 sides when returned. Upon return, there were no traces of contamination observed on the device. There was also no damage noted in the construction of the returned device. The harness had paper tape intact when returned. A syringe was used to inject 15cc of air into the cuff, and the cuff was inflated with no signs of air leakage. For further analysis, both the cuff and inflation assembly were submerged under the water for leak observation, and there was no leakage observed. The cuff inflated/deflated with no issues, and there was also no leakage observed during the analysis of the returned device. H6: codes updated, previously submitted codes fdm b17, fdr c20 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.